Event description:
It was reported that, at the implant procedure, this device could not be interrogated. Another wand was tried without success. In a different room, the interrogation could be completed successfully. The device was then implanted and tested. A 65j shock could not convert the induced arrhythmia. An 80j shock was successful at converting the induced arrhythmia. There were no adverse patient effects. The device remains implanted.